Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) followed by a system error 2367, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that there was an open clamp on an unused line that was not capped. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarms cleared. The hp was to complete therapy with a manual exchange. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.